Manufacturer narrative:
In 2009, the neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
When the implantable neurostimulator was turned on post implant, the implantable neurostimulator produced end of service messages seen with the recharger, and physician and pt programmer. The device could not be turned on with the physician programmer or any other component. The device has been programmed intraoperatively without incident. The device was fully charged at the time of the message. The hcp was unable to initiate a programmer power on reset. The implantable neurostimulator was replaced the next day. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.